Manufacturer narrative:
Stryker performed an initial evaluation of the customers device and was able to verify and duplicate the reported issue. The customer declined further investigation and repair. The device was returned unrepaired as requested. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and could not subsequently be powered back on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.